Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unit received with corroded motor home switch. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was exposed to moisture and had fluid inside which could be heard when shaken. As a result, display screen was blank. Customer's blood glucose was 412 mg/dl. Insulin pump would be replaced.